Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the bending angle in up direction does not meet the standard value due to wear of the angle wire; the adhesive on the bending section cover has a chip and a crack; the play of the up/down knob is out of the standard value due to wear of the angle wire; the scope connector cover unit has a scratch; the suction connector has a scratch; the universal cord has a scratch; the flexibility adjustment ring has a scratch; the grip has a scratch; the scope cover has a scratch; the switch box has a scratch; switch two has a scratch; the forceps elevator knob has a scratch; the right/left knob has a scratch; the control unit has discoloration; the plastic distal end cover has a scratch; and the connecting tube has a scratch. The customer cleaned, disinfected, and sterilized the device before sending it to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the wire is hard on the colonovideoscope. The device was returned for evaluation. During the device evaluation, it was found that there were foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.